Event description:
Review of information indicates that the lead was replaced due to high pacing impedance and oversensing. No patient complications have been reported as a result of this event. Pt reports being shocked 6 times. Additional information received on the event indicates a lead fracture was visible on xray.

Manufacturer narrative:
Other: review of information indicates that the lead was replaced due to high pacing impedance and oversensing. No patient complications have been reported as a result of this event. Pt reports being shocked 6 times. Additional information received on the event indicates a lead fracture was visible on xray. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.